Event description:
Customer reported that while pipetting an htlv I/ii plate on summit, it was reported that not enough sample or reagent was dispensed at position h5 of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.